Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported failure was confirmed through review of the device logs, and was reproduced in house at the design facility. The investigation determined that the reported system fault 75 was due to a calibration failure of the pressure sensors due to water ingress inside the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. Resmed reference #: (B)(4).

Event description:
Imp ref#: (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). The preliminary evaluation confirmed that a system fault 75 was triggered on the device. An engineering investigation is currently in progress at the resmed technical service center in (B)(4). The investigation methods, results and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).